Manufacturer narrative:
The reported event of foreign material found on pacer surface was confirmed. Analysis revealed foreign material was found on the can of the device, causing the physician to disapprove of its use this material is considered to be due to a manufacturing anomaly.

Event description:
It was reported, the surface of the device was not as expected when removed from the packaging. The device was not implanted. A different device was used for the implant procedure. The were no patient consequences.